Event description:
It was reported that the patient experienced an intermittent shocking sensation at their implantable neurostimulator (ins) pocket site. It was also noted that the patient reported a warm sensation at the pocket site during recharging. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65 serial# (B)(4), implanted: (B)(6) 2012, explanted: na product typ lead product ID 37754 serial# (B)(4). Product typ recharger product ID 37744 serial# (B)(4). Product typ programmer. (B)(4).

Event description:
It was reported that the patient was seen by a manufacturer representative for reprogramming on (B)(6). The patient stated that the situation had resolved itself; he massaged the pocket area and the symptoms stopped. The patient did not have any diagnostics performed and did not see a healthcare provider.